Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There are 10 non-sustained tachycardia (nst), 5 lead failure predictors (lfp) events of <(><<)>200 ms v-v cycle recorded between (B)(6) 2013 and (B)(6) 2014.

Event description:
It was reported that there were non-sustained ventricular tachycardia (nsvt) episodes that appeared to be from an external source. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.